Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 31-aug-2023. H.6. Investigation summary: one sample was received in opened packaging for investigation; however, the lot number of the complaint sample was reported unknown. No residual fluid was detected in the device. The feedback provided by the customer suggests it was not possible to flush fluid through the filter. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and attempting to prime with fluid; in this instance, the customer's experience was confirmed as complete occlusion was detected at the upper filter tubing joint. A closer inspection of this joint reveals the presence of excess solvent. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that the root cause for the occlusion was due to the application of an excess amount of solvent at the affected joint, this is a manually performed assembly step and therefore is likely to have occurred due to human error. The lot number was not available, however using the laser ID of 2230610a, potential lots of 22119294, 22119318 and 23019291 were identified. A review of the production records for lots 22119294, 22119318 and 23019291 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20350e-0006 set in the past 12 months.

Event description:
It was reported that the bd smartsite¿ extension set, low sorbing, 0.2-micron filter was occluded. The following information was provided by the initial reporter: see below faulty filter, that wouldn¿t allow fluid to be flushed through filter.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd smartsite¿ extension set, low sorbing, 0.2-micron filter was occluded. The following information was provided by the initial reporter: see below faulty filter, that wouldn¿t allow fluid to be flushed through filter.